Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, at the time of firing the t2 of the fast fix 360, the peek was missing. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, at the time of firing the t2 of the fast fix 360, the peek was missing. T1 was successfully removed. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fast fix 360 assembly process, found the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated. Corrected data: h6: health effect - impact code.